Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, tubing was separated from the connector portion of the infusion set. The connector and adhesive was still attached to her skin. Patient glucose level was found to be elevated at 368 mg/dl. There was patient involvement and no harm.